Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was prescribed oral antibiotics in (B)(6) 2014 (duration and exact date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.